Manufacturer narrative:
D3, g1,2 email is: (B)(4). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that when trach was processed according to manufacturer's IFU, after trach was put through gravity cycle, it was noted that there was a flaking or powdering around the cuff area of the trach tube. No report of patient injury.

Manufacturer narrative:
D4: UDI, catalog number, model number, expiration date, manufacture date are unknown as affected item number has not been reported. Product code is based on customer description of product as a "bivona pediatric trach". A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.